Event description:
During an unspecified procedure, the handles did not close. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.